Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon third inflation at 6 atmospheres for 20 seconds. The device was removed using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.